Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a persistent restart prompt with ¿60,¿ consistent with a bluetooth communication fault, and would not unlock until placed on a charger, after which the alert recurred; the device¿s bluetooth version displayed as 0.0.0, and a replacement pump was provided after troubleshooting and education. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and continued therapy on a replacement unit. Investigation included review of device history, user troubleshooting, and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware.